Event description:
It was reported that the patient underwent vns revision and the high impedance resolved. The explanted products are not available for return. No further relevant information has been received to date.

Event description:
It was reported that high impedance (>=10,000 ohms) was observed on the patient's device. There was no reported trauma or manipulation. Per x-rays, there was an apparent break in the lead right under the electrode. The patient's vns was turned off as a result. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.